Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The end prong on the locking screw driver broke off.

Manufacturer narrative:
Additional narrative: examination of the reported device was not possible as it was not returned. A complaint database search on the provided product code family identified similar complaints. Previous investigations contributed the root cause of this event to product design. CAPA-(B)(4) was closed identifying root cause and corrective action. The CAPA identified the root cause to be inadequate design. As taken by the CAPA (B)(4) was implemented on december 11, 2015 to change the material from (B)(4) resulting in a more resilient device and one in which the failure mode changed from fracture (of the teeth) to deformation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.